Manufacturer narrative:
According to the product experience report, there was no sample to be returned. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, a follow-up report will be submitted.

Event description:
The patient underwent CT guided puncture biopsy of a space occupying lesion in the middle and lower lobe of the right lung. After the surgery, a small amount of pneumothorax appeared, and the patient did not feel unwell and did not require special treatment. The condition of pneumothorax was continuously observed. No joint use equipment.